Manufacturer narrative:
At this time the device serial number is unknown and the device disposition is unknown. Thus given the present information available the root cause cannot be established. If further information is received the assessment will be reevaluated.

Event description:
On (B)(6) 2020 a patient was intended to receive a perceval pvs23 sutureless aortic heart valve as part of an avr. The manufacturer was notified that following an implantation of a medium perceval valve there was an annular rupture. The surgeon had additional support from his colleague (B)(6) at this time where they re-opened the aorta of the patient and implanted a solo smart size 19 (ref: etq 2020-02571) after repairing the annulus. The final result was the implantation of a freestyle valve. No further information provided.

Event description:
On (B)(6) 2020 a patient was intended to receive a perceval pvs23 sutureless aortic heart valve as part of an avr. The manufacturer was notified that following an implantation of a medium perceval valve there was an annular rupture. The surgeon had additional support from his colleague dr. (B)(6) at this time where they re-opened the aorta of the patient and implanted a solo smart size 19 (ref: (B)(4)) after repairing the annulus. The final result was the implantation of a freestyle valve. The manufacturer received additional information that the event was not attributable to either the perceval or the solo smart device. The rupture was a result of delicate tissue in the patient anatomy resulting in the procedural issues.

Manufacturer narrative:
The manufacturer received additional information that the event was not attributable to either the perceval or the solo smart device. The rupture was a result of delicate tissue in the patient anatomy resulting in the procedural issues. Given the additional information received from the site the event the event is deemed to be related to the device and no further investigations will be performed. The root cause is cause cannot be traced to device : adverse event related to patient condition. Fields changed: b4, b5, g4, g7, h2, h6.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2. Conclusion will remain the same.

Event description:
On 28 april 2020 a patient was intended to receive a perceval pvs23 sutureless aortic heart valve (this case) as part of an avr. The manufacturer was notified that following the implantation of a medium perceval valve there was an annular rupture. Based on the further information received, the decalcification of the annulus and a dehiscence of the anterior leaflet of the aortomitral curtain was performed. It was attempted to patch this and continue on but after coming off pump the root ruptured. Then, the aorta of the patient was re-opened and solo smart size 19 (ref:(B)(4)) was attempted to be implanted using a patch but this didn¿t work. Thus, the solo valve was removed and freestyle valve was implanted. Patient spent some time in the hospital and dialysis and then went home in stable condition. As reported, the event was not attributable to either the perceval or the solo smart device. The rupture was a result of delicate tissue in the patient anatomy resulting in the procedural issues. It was also mentioned that too much may have been taken during decalcification of the annulus.